Event description:
Additional information was received from the clinical site. It was reported that the patient's symptoms of overstimulation were electrical sensations in their back, and what they described as a "bubbling" sensation in their left leg; the report of the "electrical sensations in their back" described the patient's overstimulation sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the clinical diagnosis was overstimulation. The patient experienced tingling, sharp shooting pains and a "bubbling sensation" in their calves. Stimulation was increased at low settings. The patient experienced "electrical stimulation" at low amplitudes. The system was reprogrammed on (B)(6) 2019. The event resulted in an unscheduled clinic or office visit. The patient was reprogrammed but continued to experience uncomfortable stimulation. After further reprogramming, the issue was resolved. Additional information was received from the clinical site. It was reported that the clinical diagnosis was updated to over-stimulation and there were symptoms of electrical sensations in their back and bubbling sensation in her left leg. It was also updated that the issue resolved without sequelae on (B)(6) 2021. It was also reported that after further re-programming it was resolved.

Manufacturer narrative:
G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.